Event description:
It was reported that the subject device exhibited an e228 error (scope ID data damage) and an e226 (endoscope communication failure) during an unspecified diagnostic procedure while the device was inside the patient during sedation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E1: customer full name and address information:(B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved investigation. Updated: b5, d4, d8, e4, g3, h2, h3, h6, h11. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.